Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and demerol via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The concentrations of the drugs were unknown and it was indicated that the dilaudid dose per day was ¿14¿ (units not provided). It was reported on (B)(6) 2017 that the patient¿s first pump was replaced because it was defective. It was indicated that the event date was ¿prior to explant.¿ no symptoms were reported. It was asked and unknown if it was a sudden or gradual change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-03. It was reported that the physician who cared for the patient was no longer in practice. It was stated that there was no mention of a ¿defective¿ pump in the chart and that a note from (B)(6) 2010 simply mentioned battery exhaustion. It was indicated that the cause of the issue that led to the pump being ¿defective¿ was ¿n/a.¿ the patient¿s weight at the time of the event was (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.